Manufacturer narrative:
Device not returned.

Event description:
It was reported that during routine interrogation, the patient with a pacemaker did not feel well. The device was re-programmed and patient¿s medications were adjusted. The patient felt better and in stable condition. The patient would be followed up normally.